Manufacturer narrative:
Article citation: kayla e. Leibl, lyahn k. Hwang, cassidy anderson, katie e. Weichman. A critical analysis of factors associated with anteroposterior implant flipping in immediate breast reconstruction. Annals of plastic surgery. June2023, 509-514 the reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, necrosis, and infection.

Event description:
Through journal article "a critical analysis of factors associated with anteroposterior implant flipping in immediate breast reconstruction" fourteen cases of implant flipping were reported. Additionally it was reported that "other complications, such as seroma, hematoma, presence and severity of mastectomy flap necrosis, and infection were not associated with increased risk of implant flipping." Affected side and device status is unknown.